Event description:
The customer reported that the sys experienced multiple lock ups during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The associated ps output cable was also replaced. The system was tested and found to be working as intended and returned to service.